Event description:
It was reported that there were 26 instances of foreign matter, 92 instances of defective markings, and 23 instances of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The were all discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x15. Defective marking x92. Dirty tube x11. Gel airbubbles x23.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 26 instances of foreign matter, 92 instances of defective markings, and 23 instances of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The were all discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x15. Defective marking x92. Dirty tube x11. Gel airbubbles x23.